Manufacturer narrative:
The following additional information was obtained: initial findings were confirmed. The instrument had loose grip cable at the proximal end, and a dislodged back-end pulley. Additional findings not reported in initial fa: the instrument was found to exhibit imprecise motion during in-house testing, in that there was a lag when the instrument was operated and moved in the pitch/yaw direction. It was noted that both snake wrist cables were loose. Also, the housing was dented close to where the tabs are.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have loose grip cables in the housing at the proximal end. Additionally, the instrument was found to have a dislodged back-end pulley. The back-end pulley and associated pin rod were dislodged at the proximal end in the housing.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the vessel sealer extend (vse) jaws would not open. The procedure was completed as planned with no reported injury.